Event description:
It was reported that during a gastric procedure, the handpiece was giving an error code 5 repeatedly. The handpiece was changed out and the case was completed with no pt consequence.

Manufacturer narrative:
Evaluation summary: the hp054 handpiece was returned with a loose mount and the nose cone cracked. The handpiece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.